Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the user reported that the sid (source image receiver distance) lift was not working properly. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be separated wire on a connector (m57_x3). During trouble shooting it was found that the cause of the problem was due to a separated wire from a pin on a connector (m57_x3). This wire separation affected the function (no movement) of the 2nd source image receiver (sid) lift and was the result of a non-opening brake. Even if the sid lift is not moving there is still x-ray release possible for fluoro and acquisition procedures. The service engineer repaired the damaged cable and after correction no further problem was reported. This is the first reported case of such a problem. The manufacturer is not considering further actions resulting from this event at this time as no systematic error has been recognized.